Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and severely calcified 90 degree angulated lesion in the proximal cx artery with 80% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated/ pretreated using non medtronic devices and sc and nc balloons. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent would not advance and when pulled back it was realised that dislodgement occurred during delivery to/at lesion. The stent was removed using a snare. The procedure was completed using a 3.50 x 12 resolute onyx stent. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: delivery system returned for evaluation. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was noted to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was noted to the remainder of the delivery system. Additional information: a procedural image was provided for review. The image shows the lesion site but there is no image showing a dislodged stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and severely calcified 90 degree angulated lesion in the proximal cx artery with 80% stenosis. The device was prepped per IFU with no issues noted. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated/ pretreated using non medtronic devices and sc and nc balloons. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent would not advance and when pulled back it was realised that dislodgement occurred during delivery to/at lesion. Resistance was not encountered on removal of the device, it was an acute 90 degree angle . The stent was removed using a snare. The procedure was completed using a 3.50 x 12 resolute onyx stent. The patient is alive with no injury.

Manufacturer narrative:
Additional information: the device was prepped per IFU with no issues noted. Resistance was not encountered on removal of the device, it was an acute 90 degree angle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.